Event description:
The procedure was to treat a highly calcified lesion in the rca. A vision stent was deployed in the proximal rca in order to access the distal lesion. The mini vision was then advanced, but only made it partially through the deployed stent, so it was retracted at which time the stent dislodged from the balloon. The stent remained on the guide wire and attempts were made to retrieve it with a balloon and a snare, but were unsuccessful. A buddy wire was advanced up along side the stent and another company's stent was deployed, compressing the mini vision stent against the vessel wall and slightly overlapping the deployed vision stent. There were no patient effects reported and there is no additional information available.